Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that the ipg was recharged and operable; therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
The ipg was recharged and is operable; therefore, this event is no longer considered reportable. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.